Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the patient was implanted with zimmer biomet products. Subsequently, the patient was revised due to pain cause by the liner three days post implantation. The liner was explanted.

Manufacturer narrative:
(B)(4). D10: 010001035 cocr fem hd 40mm type 1 std 6807134. G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.